Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while attempting to implant the lead, the lead experienced unacceptable thresholds. The physician attempted to change the implant location and was unable to unscrew the electrode. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.